Event description:
Healthcare professional reported patient was injected with juvéderm® volbella¿ xc and got covid in two months later, deemed not device related, and experienced a reaction described as "all of the sudden the volbella turned rockhard and super red and swelled up like [juvéderm® voluma¿ xc]" after patient was sick. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00420 (allergan complaint #(B)(4)). This MDR is being submitted for the suspect product, juvéderm® volbella¿ xc.

Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of covid-19 infection (not device related) is considered an unexpected adverse drug experience.